Event description:
The patient's mother reported that mom called in stated a couple of weeks ago her daughter had to go the emergency room with ketones and hyperglycemia (approximately 400 mg/dl) she stated that the cannula had come out of the skin and she had not noticed.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any product defect contributed to the patient's emergency room visit. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." No qualification record review was performed as no product lot number was reported.